Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturing report: 1627487-2011-04016 and 1627487-2011-04017. The pt received his scs system including ipg and two scs extensions (from the same lot number) on (B)(6) 2011. The pt had two scs leads (from the same lot number) that remained implanted from his trial implant on (B)(6) 2011. The pt was explanted of his scs system on (B)(6) 2011 due to a potential infection. Update on (B)(6) 2011 indicated the infection was found prior to the explant, starting as a pimple on the pt's upper back. It is unk if a culture was taken. The pt was treated with IV vancomycin. The pt was last reported as currently stable. No further pt complications were reported.